Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was unknown. The customer reported that after performing self test the insulin pump received the error. The customer reported that there were cracks on the backside over the battery compartment from top to bottom and also on the right side of the insulin pump from top to bottom. The device will not be returned for analysis.